Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 522651.

Event description:
It was reported that the patient had an infection at the lead incision site. Symptom of swelling was noted at the site. The patient went to the emergency room (ER) and received intravenous (IV) antibiotics. The infection was not device or procedure related. The patient underwent a procedure wherein the laminectomy and pocket incision sites were opened and cleaned out. The patient was doing well post-operatively. No device was removed or replaced.